Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred after an eye surgery. Post-operatively, there are issues with the suture breaking and causing complications. Medical or surgical intervention was necessary to prevent a permanent impairment of a function. The issue was resolved post-operatively. Patient status is alive, no injury.